Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-17083. It was reported the patient's s1 lead had migrated. The issue was confirmed via x-ray. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead is located at s1, so both potential leads are being reported.